Event description:
The deep brain stimulator pocket was swollen. The pt continued to have great therapeutic effect for his parkinson's symptoms. No fall or trauma to the area was associated with the swelling. Therapy impedance was 516 ohms. Programmed settings were reviewed. The implanting physician withdrew fluid and retested the system. The deep brain stimulation system seemed to be working fine. The pt was doing fine. The swelling went down three days after fluid removal and testing. No infection was diagnosed as of last report.

Manufacturer narrative:
(B)(4).